Manufacturer narrative:
The pump passed the displacement test and self test. No unexpected pump error 53 alarms noted during testing however, the formatted history file confirmed pump error 53 alarm (line number 9088 file number 55986). Problem isolated to the electronic assembly as per global logic analysis. Pump received with scratched case. Pump received with pillowing keypad overlay. (B)(4).

Event description:
Information received by medtronic indicated that the insulin pump had insulin pump error alarm. Customer was able to clear alarm. Customer was able to complete rewind. Customer stated that the insulin pump passed self test. The customer stated that, they were no longer comfortable using the pump anymore since this is the 2nd occurence of the insulin pump error in just 3 days. No harm requiring medical intervention was reported. The insulin pump will be returned for analysis.